Event description:
It was reported in 2008, a stenting procedure to treat intracranial atherosclerotic disease in the right supraclinoid carotid. The pt has a history of hyperlipidemia, hypertension, right carotid artery stenosis (50-69% stenosis), prior stroke and intracranial revascularization (2005). For this procedure approx six months later, pre-procedure stenosis was 70%. The pt "...was pre-medicated with aspirin and clopidogrel." Pre-dilation was performed with a balloon catheter, followed by implantation of the subject device (stent). Residual stenosis is unk. In 2006, cerebral imaging showed evidence asymptomatic target lesion restenosis (30%) . No revascularization was performed. There was no evidence of the target lesion restenosis noted in cerebral imaging performed in 2007. In a follow up visit in the same month, a tia (transient ischemic attack) was noted, which resolved without residual effects in the same month.

Manufacturer narrative:
Subject device was placed without incident; however, the pt had a tia noted in a follow up visit. Requests for follow up info have been unanswered to date. The reported adverse event (tia - transient ischemic attack) is contained in the device directions for use. Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience.